Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, h6. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However; it is possible that the hook of the rotary clip device was pushed out too far, causing it to strike the tissue inside the body. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The following patient identifiers are linked : (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unknown procedure, the long clip continuously separated and cannot be fastened and eventually fell into the patient's body which occurred four times in a row during clipping. The procedure was completed after the clip was immediately retrieved. There was no procedure delay. There were no further reports of patient harm.